Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to the electrode array being pulled out of cochlea during a cholesteatoma treatment. During the revision surgery the electrode array was re-inserted. In situ measurements show three channels with hi status due to undetermined reasons after the re-insertion. The device remains implanted and in use. This is a final report.

Event description:
The user suffers from recurrent cholesteatoma, additionally the electrode array was accidentally pulled out of the cochlea while trying to aspirate the cholesteatoma. The clinic reinserted the electrode array on (B)(6) 2024.

Event description:
The user suffers from recurrent cholesteatoma and the electrode has extruded. With current information it is unclear if the reported event refers to an electrode array migration or to an extrusion of the electrode lead through tissue. The user is scheduled for revision surgery on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.